Event description:
During service, it was reported that the device had depleted batteries. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event. No additional contact information was available.